Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse was able to replicate the reported issue and replaced the master tool manipulator (mtm) to resolve the issue. The system was tested and verified as ready for use. The mtm was returned for failure analysis. The reported failure was unable to be reproduced but confirmed via field error logs. Visual inspection was performed. The mtm was installed onto the system and powered up. A sine cycle was performed without any issues. The complaint was not confirmed based on failure analysis.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer tried to roll the wrist of the clip applier and it would not unlock. The user was having to match the grip to take control. There were no related errors in the logs. The surgeon stopped using the clip applier instrument but used two different instruments on the universal surgical manipulator (usm) 4. The technical support engineer (tse) asked if surgeon was able to use it on usm 1 or usm 2 to attempt to isolate. Caller stated that the surgeon likely would not be able to do so. The tse did recommend reseating the sterile adapter on usm 4 prior to next clip applier installation. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: when the clip applier was put in, the surgeon was not able to roll the wrist to take control of the instrument on arm 4. The customer unseated the instrument and reseated the sterile adapters to try and diagnosis the issue. Customer then re-seated the instrument, and the surgeon was still not able to roll the wrist. Customer also moved the instrument to arm 2 and the surgeon was able to take control of the instrument and complete the procedure. There was a delay of 1-2 minutes. No injury to the patient. After further diagnosing, it was determined it was the right master controller that was causing the issue.